Event description:
Same system as reported under MFR #2184149-2012-00014. It was reported during an ablation procedure, the stimulator was sending improper stimulus to the pt. The physician was using the f3 protocol and wanted to pace at 600 ms, but the stimulus that was sent was at 465 ms. The physician checked the settings and stimulated and then saw the values were not what had been programmed. The procedure was stopped with no consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.